Event description:
Rayner intraocular lenses limited received notification from the (B)(6) distributor of an event that occurred during implantation of a rayner intraocular lens (iol). The event description provided states that upon implantation of the iol the healthcare professional observed a crack in the lens. For further info please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00088.